Event description:
During the procedure, the needle bent and poked a hole in the scope. The case was completed with another of the same device. The pt's condition reported to be fine.

Manufacturer narrative:
The suspect device is not expected to be back in facility for eval. A device eval will not be performed; therefore, the cause of the reported event is undetermined.